Event description:
It was reported that the patient was hospitalized the night prior for having breakthrough seizures. It was reported that the generator showed ifi - yes. The patient was referred for surgery. The patient underwent generator replacement surgery. The generator was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.